Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 138mg/dl. Troubleshooting was performed, and the device was functioning. However, the customer called back the next day to report a reoccurring motor error. The displacement test was performed and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.